Event description:
Boston scientific crm received information that this left ventricular (lv) lead was explanted due to infection. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.